Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, rubber part on the rear cover packing peeling off, minor scratches on rear cover label, and the evaluation reported that the unit was burned in for 8 hours but unable to identify any problem with image or functionality, and the unit passed leak testing. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that the 4k autoclavable camera head exhibited image issue. The event occurred during preparation for use, prior to an unknown procedure. It was reported that the procedure was completed using similar device with no delay. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. Olympus will continue to monitor field performance for this device.